Event description:
The customer reported that the cb2 on the workstation was tripped.

Manufacturer narrative:
The ge service rep inspected the system and ordered and installed a surge suppressor. He could not duplicate any cause for the popped circuit breaker.